Event description:
The programmer was returned to the manufacturer, analyzed and tested out of specification. No patient involvement or complications were reported.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found internal corrosion. Analysis also found corrosion on exterior of case. The keyboard latch was broken, tabs on power cord door were broken, rubber pads on lower case were damaged, printer drawer was missing side latch, and pcmcia (personal computer memory card international association) card eject button was broken. (B)(4).